Event description:
It was reported that the tip of a chesapeake al universal drill fractured off intra-operatively. The fractured tip was removed from the patient and the procedure was completed successfully with less than a one minute surgical delay and no adverse consequences to the patient

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. Additional data: d4, d9, h3, h4.

Event description:
It was reported that the tip of a chesapeake al universal drill fractured off intra-operatively. The fractured tip was removed from the patient and the procedure was completed successfully with less than a one minute surgical delay and no adverse consequences to the patient